Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a vessel closure was attempted with a starclose device after a procedure. Reportedly, a hemostatic valve failure occurred. It is unknown how hemostasis was achieved. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device with a 6f sheath after a y-90 selective internal radiation therapy procedure. Reportedly, an unspecified hemostatic valve failure occurred, and the device was not maintaining hemostasis. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated

Event description:
It was reported that a vessel closure was attempted with a starclose device after a procedure. Reportedly, a hemostatic valve failure occurred. It is unknown how hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.